Event description:
It was reported that the elective replacement indicator (eri) -1 month occurred and noted as the battery was depleted and the pump was replaced. The device was returned for disposal only. It was indicated that the patient had no injury and recovered without sequela. The drug delivered via pump was morphine and marcaine

Manufacturer narrative:
Product ID: 8711, lot# j10953r49, implanted: (B)(6) 2002, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump found significant residue on the upper shaft of the rotor magnet. Also noted was significant resistance when trying to turn gear three isolated from rest of gear train manually. There was significant residue seen on gear three's o-ring located on top bridge.